Event description:
The device was used during a cholecystectomy. Reportedly the tip of the instrument disengaged and could not locate the missing tip in the pt. The hosp has reported no injury to the pt.